Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The sensor was inserted into the abdomen. The patient stated they started to feel low and when they checked the dexcom receiver, their blood glucose (bg)was at 35 mg/dl. It was indicated that the receiver did not alert the patient and the patient was unsure if the receiver displayed anything other than the bg values. The patient attempted to treat himself with jelly beans and orange juice but indicated that he was not quick enough and became incoherent and hit his head on the cabinet. The patient¿s stated his grandchildren were in the house and called 911. When the paramedics arrived, they administered the patient with a saline solution and transported him to the hospital. The patient stated that tests were done at the hospital but did not specify what kind of tests were performed. At the time of contact, the patient was in normal condition. No additional patient or event information is available.